Event description:
It was reported the device was used during a tonsillectomy & adenoidectomy. It was reported hc145 blade was used there was a blister on the upper lip at the end of the case. Upon further inspection there was other blisters found on or around the mouth. The guard was not used. There was also an electrocautery device used. This has been sent to the respective company for evaluation.